Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered 19 shocks for supraventricular tachycardia (svt) or atrial flutter. Boston scientific technical services (ts) discussed programming changes. Attempts to obtain additional pertinent information were unsuccessful. This ICD remains in service. No adverse patient effects were reported.